Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge connection was damaged. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer's blood glucose ranged from 284-286 mg/dl.